Event description:
Event: (cc# 98-00592) iab leaked during insertion. On 6/10/1998 following was reported to datascope: dr performed CABG surgery on 70 yr old pt with 100% left main lesion. He had hemodynamic compromise after being weaned off cardiopulmonary bypass and it was decided to support him on iabp. Dr introduced sheath by seldinger technique into right femoral artery. When balloon was introduced into sheath over guide wire for just 2-4 inches he could see blood inside balloon. Blood was regurgitating into balloon. Iab was removed. There was no pt injury or complication as a result of the event. (Multiple complaint to cc# 98-00589, 98-00590, 98-00591) [event complications]: unk - reported 5/15/1998; none - reported 6/10/1998. [Pt's current status]: unk - 5/15/1998, 6/10/1998